Manufacturer narrative:
B2 and b3: estimated as bsc aware date as date of death and event dates are unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed with a watchman flx closure device. At an unspecified time, the patient developed blood clots and died.